Event description:
The customer reported that during delivery of transcutaneous pacing there was a difference between the heart rate on the defibrillator and the ultrasound machine that was also in use. There was no reported impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.